Event description:
The pt was revised due to loosening and wear of the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported mfg lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening and wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.